Event description:
It was reported that the patient presented in the emergency room with eroded pocket. The pacemaker, atrial lead, right ventricular lead, and left ventricular lead were explanted. A replacement system was implanted on (B)(6) 2023.the patient was in stable condition and placed on an antibiotic course post-surgery to prevent infection.